Event description:
During an implantation procedure, the patient had high dft readings requiring a high output device. Therefore, this ovatio was not implanted; a sorin paradym was implanted successfully.

Manufacturer narrative:
(B)(4), 2011. Patient needed a higher energy device. A response from the manufacturer is pending. (B)(4), 2011 corrected data: the date of the event should be (B)(6), 2010. The event was not reported to sorin until (B)(4), 2011. Device was not returned.

Manufacturer narrative:
(B)(4) 2011. Patient needed a higher energy device. A response from the manufacturer is pending. Device was not returned.

Event description:
During an implantation procedure, the patient had high dft readings requiring a high output device. Therefore, this ovatio was not implanted; a sorin paradigm was implanted successfully.